Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate broke during physiotherapy. This report is for an unknown plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Patient weight was reported as: (B)(6). This report is for unknown l-plate 4.5 mm in proximal tibia plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate broke during physiotherapy after delayed union. A l plate 4.5(steel) has been used to perform osteotomy and it was found, broken or cracked in paed. Derotation osteotomy for right femur and tibia along with fibular osteotomy with fixation with locking plates and screws. As per records weight of patient at the time of surgery was (B)(6). Pre and post op x-rays have been taken. Patient had been on physiotherapy as advised by treating consultant. X-ray taken on (B)(6) 2014 revealed crack on plate at the tibia osteotomy site without any broken screws, any fresh fractures or displacement of tibia fragments. Implant is in situ and a cast has been applied since. This report is for l-plate 4.5 mm in proximal tibia plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
510k number: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Diagnosis was right > left limb deformity secondary to spastic cerebral triplegia. The indication was unacceptable internal tibial torsion in a case of spastic triplegic cerebral palsy. In course of post op period, it was found that the fibular osteotomy took more than normal time to unite. Surgeon suggests that the plate broke at its weakest point due to delayed union going on to non-union. Patient was discharged on (B)(6) in a satisfactory condition.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: the lcp l-buttress plate 4.5/5.0 was implanted on the (B)(6) 2014 for fixation after a correctional osteotomy (rotation) on the tibia. According to the device report, the breakage of the plate occurred during physiotherapy. The breakage of the plate was confirmed on the (B)(6) 2014 by x-ray. The revision-surgery to remove the broken plate was performed at a date unknown, fixation by means of other implants not further specified. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to moderate dynamic bending loads, one sided. Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload/fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.